Event description:
It was reported that during induction testing, a message was received stating possible output circuit damage. The lead was replaced as lead damage was suspected.

Manufacturer narrative:
No medwatch form was received.